Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the patient's son (reporter) contacted lifescan on behalf of the lay user/patient alleging an "apply sample" issue with the patient's one touch ultra2 meter. Per the customer service representative (csr) documentation, the incorrect technique was being used. The csr had the reporter retest with a new test strip and the issue was resolved. The reporter indicated that the patient has had the meter for 8 months and was not able to test. It is unknown how often patient attempted to test on her meter, and how often the patient should test her blood glucose levels. The patient did not take any actions in regards to her diabetes treatment, but reportedly had symptoms of dizziness during the reported issue. On or around, five days earlier afternoon, the patient received assistance from a health care professional and only obtained a blood glucose test. Her blood glucose was "600 + mg/dl" on the doctor's meter. Although the "apply sample" issue was resolved with training on the phone, this complaint is being reported because the patient developed dizziness while experiencing the issue and obtained a high blood glucose result on the doctor's meter. Replacement products were sent to the patient.